Event description:
Death occurred, events happened after discharge and would be few days to week after procedure.

Manufacturer narrative:
This is the first complaint that ams has received of this nature. A full trace of associated batch records was conducted with no anomalies or relevant observations. All sterility processing and product test release was to specification. No apparent link can be determined to associate the product to the event. Multiple, documented attempts have been made to gain further information into this event with no success. If further information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Insufficient information provided and at this time we are unable to confirm if the device caused or contributed to death. If further information becomes available, a follow-up report will be submitted.

Event description:
Death occurred, events happened after discharge and would be few days to week after procedure.